Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination under the "up", "down" and "contrast" key contacts that had not been reported by the user. This report is made based on the results of an investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation completed (B)(4) 2012: investigation found the keypad intact and the "contrast" key intermittently responding. Removed keypad, contamination was noted the under "up", "down" & "contrast" key contacts.